Manufacturer narrative:
There was no button error alarm noted. The up arrow button did not respond due to corroded keypad trace. There was no audio beep anomaly during testing noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, battery tube threads, reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons on the insulin pump were sticking and normally it beeps when it delivers bolus. Customer's blood glucose was 11.9mmol/l. Customer does not recall any significant events leading to the alarm. Customer stated the act button was not working a week prior to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.